Event description:
Customer reported the insulin delivery of the infusion device is inaccurate, and he has experienced hyperglycemia of 300-400 mg/dl as a result. He reported boluses are only partially delivered, and his blood glucose returned to normal when he switched to a different infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.